Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2026. Interrogation revealed that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was retested on (B)(6) 2026, at which time the pacing impedance remained high, while capture and sensing parameters were normal. It was noted that the ra lead pacing impedance had remained elevated from march through april. During the procedure performed to address the high pacing impedance on (B)(6) 2026, the physician disconnected the ra lead from the pacemaker and connected it to the cables of the pacing system analyzer (psa); the ra lead impedance remained high. The ra lead was then reconnected to the pacemaker, and the same findings were observed. The ra lead was subsequently repositioned and reconnected to the pacemaker in use, after which the ra lead pacing impedance returned to satisfactory levels. The device pocket was then closed, and the cause of high pacing impedance was determined to be due to the implant location. Both the ra lead and pacemaker remain implanted. The patient remained stable before, during and after procedure.